Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results for two patients. Results as follows: date: (B)(6) 2012, patient: 1, inratio: 1.3, lab: 3.4; date: (B)(6) 2012, patient: 2, inratio: 1.0, lab: 2.4. Less than one hour between inratio test and lab test for each patient. Therapeutic range for both patients = 2.0-3.0. Caller reports that it took longer than 15 seconds to apply sample to the strip.